Event description:
Reportedly, an estimated residual longevity of 15 months was displayed on the programmer screen on (B)(6) 2019. However, it was observed that the device had reached the rrt (recommended replacement time) on (B)(6) 2020. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, an estimated residual longevity of 15 months was displayed on the programmer screen on 31 december 2019. However, it was observed that the device had reached the rrt (recommended replacement time) on 23 june 2020. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report. Patient codes (section h6) were updated.